Event description:
A 49-yr-old s/p sigmoidectomy was admitted to svc 1/24/97 for tpn therapy via nontunnelled triple lumen catheter placed in the subclavian vein via the external jugular vein in the neck. Home therapy was to be for one week only. 1/29/97, the pt called the on call nurse to report his dressing smelled. The nurse visited and observed green, foul smelling drainage from the catheter site. The rn notified the md who ordered the pt to be seen in the ER. The line was pulled. The pt was admitted to the hosp for two days of IV antibiotic therapy and then was discharged to home.